Event description:
It was reported that the atrial lead exhibited high pacing threshold and low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of low lead impedance and unacceptable threshold was confirmed in the laboratory. The cause of the field events appeared to be inner insulation abrasion. The damage found was consistent with that caused at explant.